Event description:
It was reported that a spectrum pump displayed system error 322, during norepinephrine infusion therapy in the (B)(6) nursing unit (programmed amount and delivery rate unk). Any pt injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.